Event description:
Reporter alleges that rupture was discovered per a mammogram. Reporter also alleges a pathological report stated capsules, fibrosis, foreign body reaction and dystrophic calcification.